Event description:
Both my daughter and myself used equate saline solution for our contact lenses. We both experienced immediate severe burning and eye pain. Eyes became very red, tearing, painful. We removed our lenses immediately. Unfortunately, my daughter inadvertently used the same bottle a couple of weeks later and had the same reaction. We immediately went to the eye doctor to ensure that there was no permanent damage. Dose or amount: 12 fluid ounces. Dates of use: (B)(6) 2011. See mw5020480.